Event description:
It was reported that (1) device was used during a pancreatectomy. It was reported by the affiliate that the surgeon attempted to fire the tx30v instrument and it would not fire. Another instrument was used to complete the case. There was no consequence to the pt.